Manufacturer narrative:
An event regarding pain involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Clinician indicated that the x-ray does not confirm event. Operative reports, clinical and past medical history, bacteriology reports, dated x-rays and examination of explanted components are needed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: not performed as no device specific failure modes were identified. Conclusion: the root cause could not be determined due to the minimal information received. Further information such as operative reports, clinical and past medical history, bacteriology reports, dated x-rays and examination of explanted components are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient underwent revision of the right tkr on (B)(6) 2013 in which triathlon components were used, but the patient continues to experience pain and clicking in his right knee.

Manufacturer narrative:
The following other devices were also listed in this report: tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m7t02a; triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# m5m01p; tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m6w04a; tri post augment sz6 5mm; cat# 5543-a-600; lot# gyvr; tri ts femur sz6 right; cat# 5512-f-602; lot# fyvb; tri post augment sz6 5mm; cat# 5543-a-600; lot# ialr; triathlon femoral distal augment 10mm - size 6 right; cat# 5541-a-602; lot# jbtw; triathlon femoral distal augment 5mm - size 6 right; cat# 5540-a-602; lot# xrrf; triathlon cs ins size 5 19mm; cat# 5531p519; lot# lcv634. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient underwent revision of the right tkr on (B)(6) 2013 in which triathlon components were used, but the patient continues to experience pain and clicking in his right knee.